Event description:
It was reported by customer that the cs100 intra aortic balloon pump(iabp) failed autofill before use. During testing found the average pressure low. There was no patient involved.

Manufacturer narrative:
Fields d1, d4, g4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300. As this device is upgraded to cs300, currently cs300 details are not available once received will submit the same. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and was not able to duplicate the issue reported by the customer. During testing found the average pressure low during test. The fse removed and replaced the kit 5000hr (d040-00-0147) which includes replacement of the compressor heads. Following the replacement, the unit was retested and all test results were within specification. The repair was completed successfully, and the device passed all functional and safety testing in accordance with the manufacturer¿s specifications.